Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension bolts were tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the table foot extension was difficult to remove. There was no patient injury or death reported.